Manufacturer narrative:
The catheter was returned, and analysis identified a kink in the catheter body, which caused the catheter to become occluded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that there was a refill volume discrepancy, the hcp stated that the patient was sent for a scan and it showed the catheter was disconnected from the pump. It was unknown at the time of this report what environmental, external or patient factors may have led or contributed to the issue. Surgical intervention had not occurred at the time of this report; a catheter revision and replacement was planned and scheduled for (B)(6) 2017. It was reported that the issue was not resolved at the time of this report. The patient's status at the time of this report was reported as "alive - no injury." There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a manufacturing representative. The catheter was returned and received by the device manufacturer.